Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died following the implant procedure due to a pericardial effusion. No additional details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.